Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered 700 grams of carbohydrates into the pump and that the pump requested too large of a bolus. Reportedly, the customer realized that they entered 700 calories instead of the amount of carbohydrates consumed. There was no impact to the customer's blood glucose level as they are using saline.